Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00052. Device 2 is being reported under MDR 2247858-2019-00053. [MDR 2247858-2019-00052 - device 1 evaluation.].

Event description:
"Letter received from patient's wife on july 09, 2019: 'I received notice for corrections to the implant card my husband, (B)(6), received when he had a thoracic stent graft surgery, (B)(6) 2018. Surgery was performed by dr. (B)(6) medical center, (B)(6). We were given a list of complication that could occur. One of these, was the "rare" complication of paralysis. By (B)(6) 2019, he was completely paralyzed from the waist down. Doctor's diagnosed this paralysis because of the aneurysm surgery. His health deteriorated after that and he passed away (B)(6) 2019. So needless to say, we don't need that card. I am letting you know of this outcome because I think you probably keep track the success of these stents. I would not call our outcome a success.'" Patient outcome: "patient died (B)(6) 2019."